Event description:
It was reported that two syringes 10cc s/t wos sterile water bns experienced foreign matter contamination.

Manufacturer narrative:
Investigation: since no samples displaying the condition reported are available for examination, we were unable to fully investigate this incident. The reported issue was previously investigated. It was concluded that the damage found in the barrel was caused due to improper setup of the silicone gun used to spray medical grade silicone inside the barrel. If the silicone gun is setup loose, it could contact and damage the barrel during processing. A device history record review showed no rejected inspections or quality issues during the production of the two provided lot number(s) that could have contributed to the reported defect. Situational analysis mds-19-1448-sa opened to evaluate the foreign matter issue associated with all complaints received so far and CAPA: 768379 was also initiated.

Manufacturer narrative:
The customer's address is unknown:  (B)(6), USA has been used as a default.  There were multiple lot numbers reported to be involved. The information for each lot number is as follows: medical device lot #: 8025589, medical device expiration date: unknown, device manufacture date: 2018-01-25; medical device lot #: 8023613, medical device expiration date: unknown, device manufacture date: 2018-01-23. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that two syringes 10cc s/t wos sterile water bns experienced foreign matter contamination.